Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that the event was first observed perhaps on (B)(6) 2019. However, it was further reported that reason for the catheter revision on (B)(6) 2019 was unclear to them. The hcp was unable to provide any further information, but advised to contact another hcp / physician (name and contact information was provided).

Manufacturer narrative:
Other relevant device(s) are: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 28-may-2015, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 08-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the hcp read on the patient's op-report the patient had a surgical procedure on (B)(6) 2019 in which an ascenda sutureless pump connector was implanted. It was indicated this was a revision, however, the hcp did not have a lot of detailed information to provide. The hcp confirmed they were not aware of any therapy/device issue related to the pump. The hcp was calling for compatibility guidelines for a magnetic resonance imaging (MRI) procedure. The patient was needing an MRI of the lumbar spine pertaining to "some additional pain issues." It was not indicated that the pain was related to the pump/therapy/surgical procedure. The hcp wanted to know if the patient was eligible for an MRI after the recent surgical procedure. It was also reported the patient had a lumbar fusion. No further complications were reported or anticipated.